Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be a faulty lower auxiliary. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.